Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: concomitant medical products. Product event summary: the balloon catheter 2af284 with lot number 21662 was returned and analyzed. Visual inspection of catheter showed the balloon segment was out of plane while performing the deflection. The deflection test failed. Verification of the smart chip file indicated the catheter was used for seven injections. The catheter passed the performance test, the electrical integrity test as per specification and the impedance was within specification. The inner diameter at the distal end of the push button was within specification however was unable to be inserted completely into the lab test mapping catheter. The dissection test showed the guide wire lumen kink .09 inches from the tip of the catheter. In conclusion, the reported clinical issue (pulmonary vein damage) occurred during the cryo ablation procedure and can not be confirmed through testing, there is no known catheter malfunction that could cause this adverse event. The balloon catheter failed the returned product due to a guide wire lumen kink. There is no indication of relation of the adverse event to the finding of the balloon catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least seven applications were performed with balloon catheter 2af284 with lot number 21662 without any issues present. In conclusion, the reported pulmonary vein damage could not be confirmed through analysis of data files. There is no indication of relation of adverse event to the performance of the cryo device. The balloon catheter has been returned and physical analysis is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a coronary angiography was attempted; however, the contrast agent did not flow, and concentrated in one area. The physician determined the pulmonary vein was damaged. An intracardiac echocardiogram was performed, confirming there was no pericardial effusion. The case was completed with radiofrequency. The patient recovered at a later date. No further patient complications have been reported as a result of this event.